Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life earlier than previously estimated.

Event description:
Boston scientific received information that the pacemaker's gas gauge indicated having one year remaining longevity. However, the pacemaker declared end of life (eol) after three months. The pacemaker was then explanted and will be sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker's gas gauge indicated having one year remaining longevity. However, the pacemaker declared end of life (eol) after three months. The pacemaker was then explanted and will be sent back for analysis. No additional adverse patient effects were reported.